Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient uses a bone growth stimulator. Variable impedance measurements were reproduced in the clinic when the bone growth stimulator was on. Impedance was normal when the stimulator was off. Technical services (ts) suspects this is the source of the recorded low impedance measurements. No oversensing was noted with the bone growth stimulator. Defibrillation thresholds (dft) testing was not performed at implant. Ts suggested performing an induction to ensure that a shock will convert the patient. All available information indicates that the device and lead remain in service.

Event description:
Boston scientific received information that a red alert was issued for this device and right ventricular (rv) lead indicating low shock impedance. The patient was undergoing chemotherapy. Technical services (ts) discussed bringing the patient in for further evaluation. All available information indicates that the device and lead remain in service. No adverse patient effects have been reported.